Event description:
It was reported that a saturation fault happened during a film shot with the 9600+ system. This fault was followed by a precharge error on reboot. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace the generator driver pcb due to a bad f3 fuse. Generator driver replaced. The system was tested and found to be working as intended and placed back into service.